Manufacturer narrative:
(B)(4). Article citation: ¿two-stage prosthetic breast reconstruction: a comparison between prepectoral and partial subpectoral techniques,¿ by maurice y. Nahabedian, md, and costanza cocilovo, md. Published in plastic and reconstructive surgery, volume 140, issue 6s, 2017, p. 22s-30s. The events of infection, delayed healing, seroma, hematoma, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These events are known potential adverse events addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Reported events of unknown side ¿surgical site infection,¿ ¿seroma,¿ ¿hematoma,¿ ¿full-thickness necrosis,¿ ¿superficial skin flap necrosis,¿ "deep space infection," and "delayed healing" were noted in ¿two-stage prosthetic breast reconstruction: a comparison between prepectoral and partial subpectoral techniques,¿ published in plastic and reconstructive surgery, volume 140, issue 6s, 2017, p. 22s-30s. Surgical site infection was treated with ¿preoperative intravenous antibiotics, intraoperative antibiotic irrigation, and postoperative oral antibiotic for 4-6 days.¿ seroma was treated with ¿drains." Hematoma was treated with ¿surgical evacuation.¿ explantation was associated with either full-thickness or superficial skin necrosis, superficial or deep skin flap necrosis, and deep space infection.